Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the no image was due to an electrical component problem identified. The most probable cause of the corrosion on the biopsy port, corrosion on the objective lens and corrosion on the light guide lens was due to a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that a corrosion on the biopsy port, corrosion on the objective lens and corrosion on the light guide lens were found. Additionally, no image was displayed. There was no patient involvement.